Event description:
This l v lead was implanted on (B)(6) 2005 and was cut internally on (B)(6) 2014 due to tricuspid valve replacement. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).